Event description:
During an orthopedic procedure, a part of the instrument, 11 mm in diameter, broke off and was left within the distal tibia. The device is labeled by the MFR for "limited reuse." The rptr does not know how many times the device had been used.